Event description:
It was reported that during preparation of the 4.0 x 23 mm multi-link 8 stent delivery system, the stent dislodged when removing the stylet. Another same size multi-link 8 was used to complete the procedure. There was no patient involvement and no clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for evaluation. The reported stent dislodgement was confirmed. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.